Event description:
Pt being treated for a small "osetoid" osteoma at the right tibia. Physician used an uninsulated introducer. This resulted in a 3rd degree skin and track burn which requires a skin graft.